Manufacturer narrative:
(B)(4). The complaint was confirmed with respect to the minicap pouches being damaged based on evaluation of 2 of the 39 samples received (for this complaint the actual sample was not returned). However, the samples were not found to be in the same condition as typical product leaving (B)(4) in the (B)(4) carton. The assignable cause was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter, he had observed that the overpouch of the minicap was open and deformed. No patient injury or medical intervention reported as this was discovered prior to use.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The lot number was provided; therefore a batch review will be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent. Baxter will continue to monitor similar reports to determine if further actions are required.